Event description:
The patient's family member reported that pt used the suspect device to check their blood glucose and obtained a result of 151mg/dl around 10:30am. Pt then ate and administered insulin. Around 1:30pm pt wasn't doing well and family member tried to feed pt before they passed out. Emergency medical technician's came to the house and checked pt's blood glucose at 50mg/dl. Pt was transported to the hospital. Pt was diagnosed as having a "small stroke". Family member was unsure of treatment given. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.